Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02353. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a surgical procedure and an obturator sling was implanted with concurrent surgeries to repair rectocele, cystocele, enterocele and hysterectomy. Mesh revision done due to pain and protrusion of mesh in (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
Date sent to FDA: 07/26/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent an excision of vaginal mesh on (B)(6) 2008 due to vaginal mesh erosion and dyspareunia. (B)(4).